Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) screenshots of the alarm detail report were provided for evaluation. A proper evaluation could not be performed from the evidence on the screenshots provided. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: ail challenges. Detailed inquiry description: open heart patient transferred to ICU and persistent ail issues. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.